Manufacturer narrative:
On 12/17/2020, infutronix confirmed with the distributor that the affected device was never returned for evaluation and therefore no root cause could be established. This MDR is a result of complaint remediation effort.

Event description:
On 12/17/2020, a distributor of infutronix reported an issue on behalf of an end user: "patient reported the yellow connector became disconnected from the tubing after she went to the bathroom." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed.